Manufacturer narrative:
Combination product: yes.

Event description:
Since july 4th, some alerts of noise were received via remote monitoring. The shock was not activated even though it was detected as vf. The noise was detected incorrectly as vf. At this time, the trigger of the noise was not identified. A insulation breach is suspected. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between january 10, 2025, and july 11, 2025, recorded the stable pacing impedance around 400 ohms and the stable shock impedance around 80 ohms. The analysis of the provided iegm episode no. 2480 from july 10, 2025, revealed artifacts on the farfield, ra and rv channel, which led to oversensing. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.